Event description:
Reporter alleged the lancet needle of the softclix device that is used in finger-stick blood glucose testing would not retract. The location of the alleged incident was not provided. As a result, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.